Manufacturer narrative:
Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, infection was noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Subsequently, patient underwent irrigation and debridement procedures on (B)(6) 2009 and in (B)(6) 2009.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, infection was noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Subsequently, patient underwent irrigation and debridement procedures on (B)(6) 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06180 / 06181).